Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19feb2019. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator had a fault on the touchscreen. There was no patient harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 17may2019. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm multiple unsuccessful attempts were made to gather repair/service; however, no additional information was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.